Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, a lot number was received. Lot history, device history, sterilization records and trend reporting will be reviewed. A follow-up report will be submitted upon completion of manufacturer investigation.

Event description:
It was reported by the patient's mother that in 2005-2006 her son experienced a corneal injury that resulted in a loss of vision. The patient's mother states that the corneal injury is permanent, however, it is not specified if the loss of vision was complete or partial and if it was permanent. The patient's mother states that initially they thought the incident was related to the lens care solution (unknown brand or manufacturer, not believed to be a coopervision device). The care solution manufacturer was taking cased related to a certain diagnosis, which the patient did not have. The mother is now inquiring if device the patient was using at the time is a coopervision product and if it may be related to the incident. The patient's mother provided a lot number; however, the investigation is ongoing and further information is unknown at this time. This event is being reported in an abundance of caution due to the allegation of permanent injury and vision loss, unconfirmed diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.